Event description:
It was reported that "pt has mild skin reaction from electrode."

Manufacturer narrative:
We are in the process of gathering additional info regarding this incident. The actual device was discarded. The skin irritation has been reported as "type 4 (delayed) hypersensitivity." When the quality engineer completes the investigation, a supplemental report will be filed.